Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during right ventricular lead revision, the pulse generator exhibited a setscrew anomaly. The pulse generator was explanted and replaced.